Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction: the correct patient identifier is (B)(6); not (B)(6), as previously reported. This report is filed (B)(4) 2012.